Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, the device broke and the specimen which is the gallbladder and a large stone had was left in the patient's subcutaneous. The incision was extended and the stone was retrieved without problems. There was no patient injury.